Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula appeared to be "scrunched" upon changing the site. This incident caused the patient to experience high blood sugars. The patient applied a new infusion set and administered a bolus to decrease blood sugars. No permanent injury was reported. See MFR: 3012307300-2017-00600.